Event description:
The customer reported r (review results) flags were generated for the nucleated red blood cell parameter for the quality control samples (6c cell control) when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and confirmed the nrbc (nucleated red blood cell) pathway was clogged with debris. The fse replaced the tubing through the pathway resolving r (review results) flagging on the nrbc parameter for the quality control samples (6c cell control). (B)(4).